Event description:
When the implantable neurostimulator (ins) site was palpated with the device turned off, the pt felt a shocking sensation at the ins site. The pt also felt the shocking when the impedances were checked. Group impedances were 275 ohms. Additional info has been requested from the health care professional, a f/u report will be sent if additional info becomes available.